Event description:
It was reported that the patient had a surgical procedure to remove an artificial urinary sphincter(aus) due to forced catherization causing urethral erosion associated with the cuff. The patient had an infection as well. The patient was catheterized at the emergency room and it was not related to the aus device. The patient is expected to fully recover.

Manufacturer narrative:
The following fields have been updated: b5 event description the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to remove an artificial urinary sphincter(aus) due to forced catherization causing urethral erosion associated with the cuff. The patient had an infection as well. The patient is expected to fully recover.